Event description:
It was reported that the patient experienced hyperglycemia after a recent sensor and supply change, with a fingerstick blood glucose of 459 mg/dl while the pump showed delivery, and a leak from the pump was identified during troubleshooting; the patient uses a steel infusion set, and a full supply change was completed with cartridge, connector, and infusion set replacement and blood glucose checks performed. Symptoms included elevated blood glucose. Outcomes included completion of troubleshooting and education with a plan to confirm a downward trend. Investigation included guided troubleshooting, visual inspection that identified a leak, and corrective actions through a complete supply change. Investigation of this case revealed a device leak consistent with a pump or fluid pathway issue that led to inadequate insulin delivery despite commanded dosing, resolved by replacing the cartridge, connector, and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was a leak in the insulin delivery pathway resulting in under-delivery.